Manufacturer narrative:
Section d3 name, address, email updated. Section g.1 name, address, phone, email updated. The field service representative (fsr) inspected the instrument and resolved the issue by performing syringe maintenance (sample, r1, r2 and wash pump) and replacing the wash solution syringe assembly. Syringe assy, wash solution part was determined to be the likely cause of the issue. The instrument service history review revealed one (1) additional magnesium complaint initiated nine (9) days after the current complaint. The fsr performed quarterly maintenance and preventative maintenance on 12/06/2021 and there have been no subsequent complaints associated with magnesium results. A review of the syringe assy, wash solution likely cause list number the did not identify an adverse trend or systemic issue. A review of clinical chemistry systems identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described in this ticket. A search for non-conformances was performed and there were zero (0) non-conformances or potential nonconformances identified for likely cause part number syringe assy, wash solution. The alinity ci-series operations manual and alinity c service documentation, provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of likely cause part number syringe assy, wash solution. No product deficiency was identified. Section d3 name, address, email updated. Section g.1 name, address, phone, email updated.

Event description:
The account generated false elevated magnesium of (B)(6) mg/dl on a patient that repeated (B)(6) mg/dl when processing on the alinity c processing module. The account uses a magnesium reference range of 1.6 to 2.6 mg/dl. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.